Event description:
The surgeon was performing a labral repair with average bone quality and the anchor broke during insertion . The surgeon used the 3.0mm drill to prepare the insertion site. No delay took place as a competitor's device was immediately available. A small portion of the anchor remains embedded in the patients bone. No patient injury or complications resulted.